Manufacturer narrative:
To date we are not in the position to provide a final assessment since the sample in question could not be retested at bmd yet. With tango optimo s/n (B)(4) ((B)(6)) the device used here is the second tango optimo that shows the reported phenomenon when applying a blood-sample from one and the same pt, which makes an instrument malfunction appear rather unlikely. This is supported by the findings of the service engineer on (B)(6), where there was "no mechanical or electrical issue found with the system."

Event description:
The customer reported a carry-over issue seen on the customer's tango optimo. The customer states that multiple samples from a single pt with a very strong anti-d antibody (the customer has labeled this pt as "pt d") is contaminating subsequent pt samples with pt d's anti-d antibody. This is the same pt that was investigated in MFR report #2011-00086 for carry-over at (B)(6). A service visit was conducted and revealed no indication for any mechanical or electrical instrument issue. At the same time, this case was compared to investigation of MFR report# 2011-00086 (same pt, different instrument, same issue). A carry over could only be reproduced to the first following known negative sample and only on the test strip. A carry over to corresponding sample (blood tube) could not be confirmed.